Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018 that on (B)(4)/2018, a loss of connection between the transmitter and display device occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined.